Manufacturer narrative:
Concomitant medical products: a2dr01 ipg implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited apparent over-sensing of noise. Low p waves was also observed. Rates of 200 beats per minute (bpm) were also noted on telemetry. The ra lead remains in use. No further patient complications have been reported as a result of this event..